Event description:
From the email received from the client: "we had an client and oh and s incident last week which involved a tub chair. Two aides had a male resident in a tub chair rated for (B)(6). The male was (B)(4). They had lifted him up to get him into the tub and the chair lost height and pinched him between the chair and the tub. Technician had looked at the device to find a reason as to why this chair lost height like this. Maintenance does not know what to do in this instance. Arjohuntleigh service technician was visiting the facility and could not find any fault with the device, neither could recreate the event, because of that it would likely be that the down button was pressed accidentally. The actuator works fine up and down several times with load. Since the facility maintenance person has stated the lift has not been maintained very well to his knowledge and also from his other comment that the tubs are also not very well maintained, the technician could possibly surmise that the alenti in question needs proper lubing. Please note that the alenti device was manufactured in 2001 so passed its operational time 4 years ago.

Manufacturer narrative:
(B)(4). Alenti chair has a hole in the seat to make possible and easy to perform residents daily hygiene and maintain washing procedure, this hole also allows the water to drain from the chair after taking out of the tub. To get the resident into and out the tub the chair has to be lifter to its highest position by using electrical actuator, the resident on the chair has to be transferred over the tub edge. In the incident described the chair lowered in the moment when the chair was just over the tub edge, the resident was being transferred out of the tub after the bath. It was said that the chair of the alenti lowered uncommanded about 2-3 inches pinching genitals of the male resident. There was a slight injury caused for the patient. We do not appear to have any other complaint with similar failure and incident outcome. It is considered as an isolated case. The device was inspected by an arjohuntleigh representative at the customer site and found, despite to its age, to be working to manufacturer specification. The received serial number showed that device was being used by 14 years what is 4 years outside its operational life time, and this way the device could contribute to the event. Instruction for use - IFU (operating and daily maintenance instruction 04.cd.02/6 gb from april 2000) active at the time of the manufacturing. Is provided with each device. It includes information about safe and correct use of the product. It informs in foreword: "the useful life of this equipment, unless otherwise stated is ten (10) years, subject to preventative maintenance being carried out in accordance with the instructions for care and maintenance." IFU provides also safety instructions: "warning: do not overload the lift hygiene chair! It has a lifting capacity of 160kg." However there could be several reasons for the device to lower (e.g. Not having maintained the proper lubrication of the device column or an accidental press of the control buttons), none of the possible reasons could be confirmed. Despite deep device evaluation and investigation of received data the exact root cause of the device unexpected lowering could not be established. From above findings and fact that we do not appear to have any similar complaints we conclude that this incident was caused by user error -e.g. Using the device after recommended operational lifetime. The received information and our evaluation as described above are showing that if alenti's safety instructions were followed in accordance to IFU, there would be no user at risk. The device was being used for patient care, and in doing so it contributed to the event. The device is indicated to have malfunctioned however no malfunction was found upon inspection.

Manufacturer narrative:
(B)(4).